Event description:
During a tfn procedure, the surgeon encountered problems with four (4) instruments. The end piece on the gold handle of the helical blade inserter falls off and does not hold. The blade guide sleeve and the large buttress/compression nut are difficult to thread together. The two devices also become stuck together when threaded and is difficult to disassemble. The aiming arm does not lock onto the blade guide sleeve and allowing the sleeve to slide. Surgeon did complete the procedure with no adverse effect to the pt. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device is an instrument is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The mfg records were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4): visual examination noted heavy marks and dings on the shaft and on the compression nut. Review of the manufacturing records found no complaint related anomalies. The blade guide sleeve functions as intended with a production buttress/compression nut and the design on the returned buttress/compression nut has been evaluated and found to be appropriate for the intended use. Therefore the complaint is invalid with respect to design.(B)(4): placeholder.